Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) after use. The home patient (hp) stated that after he ended therapy while he was disconnecting, some solution had leaked from his transfer set as he had forgotten to close it. The technical service representative referred the hp to his peritoneal dialysis registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.